Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported that the insulin failed the battery test. It was stated that the customer changed the battery three times and the screen would say that the battery is low. The blood glucose reading was unknown. The customer was advised to obtain new batteries and to call back.